Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Consumer called stating that the front casters on her unk wheelchair have allegedly bent and broke. Follow up call revealed that the consumer has received a new chair. It is unk wheat type of chair, manual , power or transport. Additional follow up call to obtain product type revealed that the consumer is deceased. No injury alleged.